Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. There was no impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin delivery each time. The customer declined to further troubleshooting with tandem technical support.